Event description:
After patient transfer from stretcher to bed, patient unable to move right leg. Right leg adducted with foot drop noted. Right hip, x-ray revealed dislocation of prosthetic femoral head from acetabular cup. Patient underwent closed reduction of dislocated prosthetic hip. Under general anesthesia.